Manufacturer narrative:
The reported event of premature battery depletion and capture problem were confirmed. The device was received with battery at end of life (eol) level. Analysis of the device image indicated that high current leakage occurred while implanted. Further analysis was performed by cutting open the device to make direct measurements on the internal circuitry, which revealed high current drain from the hybrid circuitry. Additional hybrid testing concluded that an anomalous capacitor was the cause of high current drain and premature battery depletion.

Event description:
During an in clinic follow-up, the device was found to have reached elective replacement indicator (eri) with decreased battery voltage. Premature depletion was suspected. Increased capture threshold was also observed on the device. The device was explanted and replaced to resolve the event. The patient was stable.